Event description:
The hospital reported that t.w. Power supply is not giving desired effect. Not cauterizing. This occurred during procedure. The toggle was fully slid backwards to deliver energy to the jaws. A ¿click¿ was felt to indicate activation of the device. There were no attempts to change out the adaptor cable. The surgeon used another vh-3010 to complete the case. No patient effects. There was a minimal delay.

Manufacturer narrative:
(B)(4). Due to limited space, event site name entered here: (B)(6). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.